Event description:
The hosp reported that they experienced a decrease in po2 and efforts with increasing the o2 did not solve the problem. The upper part of the unit was broken and the unit was changed out.